Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the devices' battery low after charging . The customer is requesting that the device be returned for failure analysis.there was no reported patient involvement.